Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) on 02/21/2016. The customer provided quality control (qc) data, which indicated results were within range. An aliquot probe failed initial probe test for air pressure, but passed upon repeat testing. Ccc did not observe any error in the log to indicate an issue. Ccc remotely performed sodium hydroxide clean on server 1 regent probes, aligned and primed. A siemens customer service engineer (cse) was dispatched to the customer site on 03/01/2016. After evaluating the instrument, the cse found that the aliquot drain had overflowed and replaced it. The cse adjusted the condensate module and replaced the aliquot probe. The cse cleaned the aliquot drain using bleach hot water, and brushed and cleaned the aliquot line. The cse replaced the air dryer. The cse ran quick check and quality controls (qc), resulting acceptable. A siemens headquarter support center (hsc) specialist evaluated the event data. Hsc concluded the cause of the this event is due to inefficient cleaning of the aliquot probe that was resolved with cleaning of the aliquot drain and replacement of the aliquot probe and air dryer. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Two discordant, falsely low calcium (ca) results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The sample was repeated in duplicate on an alternate dimension vista instrument, resulting higher and matching results previously obtained for the patient. The corrected result was reported to the physicians(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ca results.